Event description:
2 cracked tri-fuse filters.

Manufacturer narrative:
The supplier was contacted for a root cause analysis and corrective actions. Samples were received which were then sent to the supplier for further investigation. The investigation summary is as follows: two (2) filters were returned to our scientific and laboratory services (sls) laboratory for initial evaluation. No abnormalities were observed on the housing or media of the returned filters. After sterilization, priming of the returned filters was attempted with saline under 1 meter gravity head height. No leakage was observed from returned filter 1 during priming, however when an air bolus was introduced the flow stopped, indicating the vent was not operating correctly. Leakage was observed immediately from the vent of filter 2. The filters were then subjected to a treatment that may fully or partially restore the hydrophobic properties of vents that have become temporarily compromised due to saturation by low surface tension end use solutions or potentially from tube bonding solvents during set assembly. After drying, both returned filters were primed successfully with saline using a pressure cuff (200 mmhg) with no leakage observed, both filters then passed a pressure hold test (29 psi for 15 minutes) with no leakage observed, indicating treatment was successful and the hydrophobic properties were successfully restored. All miv filter lots are assembled with validated process parameters and with materials believed suitable to their intended end use, and successfully meet stringent in-process testing prior to being released to inventory. We did a review of the manufacturing batch records for the implicated lot numbers referenced above. It confirmed that the lots were manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations, nce's or capas that would have contributed to the reported vent leak concern. With the test results from sls supporting that the vents hydrophobic properties were temporarily compromised the determined root cause was "supplier - could not determine root cause". Potential scenarios exist where the vent's hydrophobic properties may become temporarily compromised or weakened from treatments and exposures that occur after filter assembly that may result in fluid leakage through the vent, particularly with lower surface tension fluids that may contain elements of alcohol or lipids. Customer awareness regarding the potential adverse effects on vent functionality from post filter assembly treatments and exposures is intended. Corrective action: the supplier was unable to determine a definitive root cause for this issue. Therefore, no corrective will be initiated at this time. The investigation included a statement mentioning that exposure to certain fluids could affect the hydrophobic properties of the vent and cause leaking.

Event description:
2 cracked tri-fuse filters.

Manufacturer narrative:
There were two (2) occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2022-00099. The malfuctioning samples were returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation are still pending and will be sent to FDA witin thirty days of its conclusion via follow-up MDR.